Event description:
During a follow-up, a loss of capture was noted on the left ventricular (lv) lead. Diagnostic imaging was performed and the lv lead was observed to be dislodged. The lv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.